Event description:
It was reported that the ECG lead was defective. The monitor was not reading ECG or would read inaccurately. The event occurred while in use with patient at the hospital. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.